Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat mixed urinary incontinence with recurrent type 3 stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/17/2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence.